Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2013) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6a, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol ventralex mesh (device 3). Additional supplemental emdrs were submitted to represent the composix kugel (device 1), ventrio mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, ventralex hernia patch and ventrio patch on (B)(6) 2007 and/or (B)(6) 2013 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent open repair with implant of composix kugel (device 1). Per op notes, ¿multiple hernias were encountered. These were reduced; no bowel was involved. Omentum was incarcerated and it was viable. A piece of mesh from a previous hernia repair was identified. Lysis of adhesions was performed. A composix kugel (device 1) was positioned and sutured.¿ (note: the mesh seen in this procedure was unknown). On (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of composix kugel (device 1) and implant of biological mesh. Per op notes, ¿midline incision was reopened. The mesh (device 1) which had been previously placed had basically worked its way to the surface and come apart into 2 separate layers and formed into a ball was freed. Mesh (device 1) was removed entirety. A biological mesh was placed and sutured.¿ on (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventrio mesh (device 2). Per op notes, ¿the hernia sac was identified and opened. The attenuated fascia was excised. A ventrio mesh (device 2) was placed and sutured. The mesh was tacked.¿ on (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh (device 3). Per op notes, ¿the hernia sac was identified and skeletonized circumferentially. The old mesh (device 2) was noted. A ventralex mesh (device 3) was placed and secured circumferentially with prolene sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch, ventralex hernia patch and ventrio patch on (B)(6) 2007 and/or (B)(6) 2013 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex hernia patch (device #2). An additional emdr was submitted to represent the bard/davol composix kugel hernia patch (device #1) and bard/davol ventrio patch (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.